Manufacturer narrative:
H10: additional manufacturer narrative: updated sections h6 (method and conclusion codes). H11: corrected data: corrected section h6 (results code), h10 (additional manufacturer narrative). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. A definitive root cause for the regurgitation could not be conclusively determined; however, a manufacturing defect is not confirmed based on the available information. The root cause may be attricuted to patient related factors especially since the patient was 13 years old at the time of the implant and had congenital heart disease. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), ¿the inspiris resilia aortic valve, model 11500a, is indicated for patients who require replacement of their native or prosthetic aortic valve.¿ the valve being implanted off label in the pulmonary position could have also had an undesirable effect on hemodynamics, since the valve was designed specifically for the aortic position. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
UDI # (B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), ¿the inspiris resilia aortic valve, model 11500a, is indicated for patients who require replacement of their native or prosthetic aortic valve.¿ edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm inspiris valve, implanted in pulmonic position, showed severe insufficiency after one (1) year, three (3) months. As reported by the surgeon, the valve leaflets had good aspect and there was no degeneration or thickening. Paravalvular was discarded as the type of insufficiency. A valve-in-valve has been planned. As per the operative report of the initial implant, the previous pulmonic transannular goretex patch was removed before the implant of the inspiris valve with continuous suture line. A pericardial bovine patch was implanted on the anterior aspect of the pulmonary trunk and right ventricular outflow tract with rhomboid technique. Intra-operative tee showed good biventricular function and bioprosthetic valve function (good opening with no gradients). Echo performed two (2) months and 14 days post-implant showed that the prosthesis was normal-functioning with systolic peak gradient of 25 mmhg. It was established as mild-moderate insufficiency although it was difficult to assess due to poor echocardiographic window. A transesophagic echo was performed one (1) year, three (3) months post-implant demonstrated severe pulmonic insufficiency, but the bioprosthetic valve showed no thickened leaflets or evidence of thrombus.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.